Event description:
It was reported that during a breast biopsy procedure, the device suddenly made a loud "bang" and the touch screen turned off. It is not known how the procedure was completed. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the uniboard was the cause for the loud bang and caused the touch screen to turn off. To correct the customer's complaint, the analysis site replaced the uniboard, and per the svc manual performed svc test with no functional faults found. As part of the standard svc process, replaced the muffler and applied dow corning lubricant to the dc motors. The unit has not been returned for svc prior to this event, therefore, no svc history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.